Event description:
Medtronic received information regarding a device used for cranial repair. It was reported that a patient did well for some time after a tethered cord release with expansile patch duraplasty and intraoperative ultrasound but developed a delayed pseudomeningocele for which the site performed a ventriculoperitoneal (vp) shunt exploration which was found to be functional, as well as a lumbar wound exploration, and cerebrospinal fluid (csf) leak repair with revision duraplasty due to a concern for an issue with the dural substitute patch which was confirmed with a complex plastic surgery closure. Patient did extremely well from this operation, and had been at home. Visiting the site today was the patient's first time leaving their house since surgery. Overall they were doing quite well. Preoperatively, they were experiencing significant headaches which had since completely resolved. Patient was also experiencing significant back pain with tenderness to touch of their back due to a large pseudomeningocele that was present but contained within the skin. This was also improved significantly since surgery, and they were essentially pain-free. The patient did not have any radicular pain, and was overall doing well. They will be following up with plastic surgery as well. All of their drains had been removed and the wound vac was also.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.